Event description:
Report received that a patient was seen in the clinic and high impedance was observed. The patient was reportedly sent for x-rays but x-rays were not evaluated by the manufacturer. No surgical intervention has occurred to date. No further relevant information has been obtained.

Event description:
Further information was received that the patient was admitted to the or for a lead replacement. While in the or, a diagnostic test was run and high impedance was not observed. Therefore, the surgeon and his team decided to only perform a prophylactic generator replacement. The lead was not replaced at this time. Ten days later, the patient returned to the or and the lead was replaced. The explanted lead and generator were not returned to the manufacturer for analysis. No surgical intervention has occurred to date.

Manufacturer narrative:
Describe event or problem, corrected data: follow-up report #1 inadvertently stated "no surgical intervention has occurred to date." Instead of "no further relevant information has been received to date".

Event description:
No further relevant information has been received to date.